Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with biliary dilatation and biliary stent implantation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone. However, the stone was hard, and when the physician exerted strength to crush the stone. The wire on the handle fractured and the stone was stuck inside the basket. Another trapezoid basket was used to crush the entrapped stone. The entrapped basket was then able to remove and the procedure completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device found the handle was bent and the handle cannula was pulled out of the finger ring portion of the handle assembly. Both dimples from the screws were visible at proximal section of the handle cannula and drag marks were present from dimples towards the proximal end, as the handle cannula had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measured, and both were found within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device can lead to the handle damage (bent) and the handle cannula pulling out from the finger ring. The drag marks in the handle cannula indicates that excessive force was applied to the handle to crush the stone resulting in handle cannula detachment . Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with biliary dilatation and biliary stent implantation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone. However, the stone was hard, and when the physician exerted strength to crush the stone. The wire on the handle fractured and the stone was stuck inside the basket. Another trapezoid basket was used to crush the entrapped stone. The entrapped basket was then able to remove and the procedure completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.